Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a tavr procedure with a 29mm sapien 3 valve in aortic position via left carotid approach. The valve was misaligned over the balloon and deployed distally resulting in the valve sliding up into the aortic. The valve was realigned and deployed with good success. The patient developed a pericardial effusion and a pericardial drain was placed to drain 700cc's. Heparin was given and the bleeding stopped. Patient left in stable condition. As per follow-up with the fcs, it is not known why the patient required a pericardiocentesis. A blood transfusion was not performed. The valve alignment difficulty occurred during the fine adjustment. The valve alignment was completed in a straight section of the anatomy. The perceived root cause for the alignment difficulty was that the valve was not fully over the delivery balloon. There were no difficulties during esheath insertion or esheath removal from the patient. The sheath was not inserted at a steep angle. There were no difficulties during delivery system insertion or withdrawal through the sheath. There was no damage noted to any of the ew devices upon removal.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for valve not between alignment markers and deployed was unable to be confirmed as no relevant procedural imagery was provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "the valve was misaligned over the balloon and deployed distally resulting in the valve sliding up into the aortic. The valve was realigned and deployed with good success. [...] The valve alignment difficulty occurred during the fine adjustment." Per the training manual, the user is instructed to use the fine adjustment wheel to position the valve between the valve alignment markers. In addition, it instructs "do not position the valve past the distal valve alignment marker." Additionally, the IFU and procedural training manual instruct the user to check to ensure that the thv is exactly between the valve alignment markers prior to deployment. It states, "slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap [...] An overlap cannot be reversed [...] Thv moves in only one direction relative to the balloon." Additionally, despite the valve misalignment, they opted to proceed with the implantation rather than retracting the valve. Therefore, the event can be attributed to use error (not following instructions). Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the tvr procedure include significant transcatheter heart valve oversizing, severely obliterated sinuses of valsalva, porcelain aorta, and/or presence of bulky calcification and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve (all models) relies on valve calcium to securely anchor to the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to cardiovascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intra pericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardial effusions can be acute or chronic, and the time course of development has a significant impact on the patient's symptoms. In tvr patients, it may be caused by guidewire perforations or annular ruptures. In transapical patients, postoperative pericardial effusions are common, most will resolve spontaneously, and some may require intervention. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient or procedural factors and/or the mechanisms described above may have caused or contributed to this event. The root cause of the pericardial effusion requiring a pericardiocentesis remains unknown after investigation attempts. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.